Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A certified clinical hemodialysis technician (ccht) reported that a combiset was not pulling blood. It appeared as though the combiset was set up with the arterial and venous lines being backwards but this could be not confirmed. The ccht could not confirm how long into treatment the blood leak occurred. The patient¿s estimated blood loss (ebl) was approximately 100 cc. The patient was restarted on a different machine using new supplies however the patient decided to end treatment early due to this issue and the time involved. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was on a fresenius 2008t machine (serial number and catalog number unknown) which did not alarm and was using a fresenius dialyzer (product number and lot number unknown). There were no changes in the blood flow rate (bfr) or pressure that could have caused the issue and nothing was noticed during priming or re-priming. The sample was discarded and is not available for return due to blood being in the line.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A certified clinical hemodialysis technician (ccht) reported that a combiset was not pulling blood. It appeared as though the combiset was set up with the arterial and venous lines being backwards but this could be not confirmed. The ccht could not confirm how long into treatment the blood leak occurred. The patient¿s estimated blood loss (ebl) was approximately 100 cc. The patient was restarted on a different machine using new supplies however the patient decided to end treatment early due to this issue and the time involved. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was on a fresenius 2008t machine (serial number and catalog number unknown) which did not alarm and was using a fresenius dialyzer (product number and lot number unknown). There were no changes in the blood flow rate (bfr) or pressure that could have caused the issue and nothing was noticed during priming or re-priming. The sample was discarded and is not available for return due to blood being in the line.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A certified clinical hemodialysis technician (ccht) reported that a combiset was not pulling blood. It appeared as though the combiset was set up with the arterial and venous lines being backwards but this could be not confirmed. The ccht could not confirm how long into treatment the blood leak occurred. The patient¿s estimated blood loss (ebl) was approximately 100 cc. The patient was restarted on a different machine using new supplies however the patient decided to end treatment early due to this issue and the time involved. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was on a fresenius 2008t machine (serial number and catalog number unknown) which did not alarm and was using a fresenius dialyzer (product number and lot number unknown). There were no changes in the blood flow rate (bfr) or pressure that could have caused the issue and nothing was noticed during priming or re-priming. The sample was discarded and is not available for return due to blood being in the line.